Event description:
Sorin was informed that this pt has an infected chemotherapy drug delivery system on the opposite side of the body. This lead was explanted due to "tissue grown and insulation degradation on the distal portion" of the lead.